Event description:
On (B)(6) 2023, a healthcare professional contacted lifescan (lfs) france on behalf of the lay user/patient, alleging the patient¿s onetouch verio2 meter read inaccurately high compared to their normal readings. The complaint was classified based on the customer care agent (cca) documentation. The reporter claimed the alleged meter inaccuracy began on the morning of (B)(6) 2023. No specific readings were provided. The patient manages their diabetes with insulin. In response to the alleged issue, the patient¿s insulin dose was reportedly increased by 2 units every 48 hours. The reporter claimed that 11 days after the alleged issue began, the patient experienced hypoglycemia with symptoms of ¿troubles while talking, heavy mouth¿. Emergency medical services (ems) were reportedly notified for assistance. The reporter claimed that when ems arrived, they measured the patient¿s blood glucose with the ems meter and received a result of "34 mg/dl" and administered a glucagon injection. Replacement products were provided. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after obtaining alleged inaccurate high results with the subject device.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.